Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("abnormally severe pain/pelvic pain") in a female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menometrorrhagia ("heavy bleeding during menstruation/ prolonged menses"), abdominal pain lower ("severe lower abdominal/pelvic pain and cramping"), breast pain ("mastalgia"), back pain ("severe back pain"), abdominal distension ("severe bloating"), fatigue ("chronic fatigue"), migraine ("migraine headaches"), alopecia ("hair loss"), dysgeusia ("metallic taste in mouth"), the first episode of arthralgia ("hip pain"), the second episode of arthralgia ("joint pain"), pain ("body aches"), dyspareunia ("painful intercourse"), skin irritation ("skin irritation"), rash ("including rashes"), pruritus ("itching"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain"), mood swings ("mood swings"), depression ("depression"), peripheral swelling ("swelling of feet"), gastrointestinal disorder ("gastrointestinal issues"), vaginal haemorrhage ("excessive bleeding") and acne ("acne"). The patient was treated with surgery (bilateral salpingectomy and dilation and curettage), surgery and surgery. Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menometrorrhagia, abdominal pain lower, breast pain, back pain, abdominal distension, fatigue, migraine, alopecia, dysgeusia, the last episode of arthralgia, pain, dyspareunia, skin irritation, rash, pruritus, vaginal infection, vaginal discharge, weight increased, mood swings, depression, peripheral swelling, gastrointestinal disorder, vaginal haemorrhage and acne had resolved. The reporter considered abdominal distension, abdominal pain lower, alopecia, back pain, breast pain, depression, dysgeusia, dyspareunia, fatigue, gastrointestinal disorder, migraine, mood swings, pain, pelvic pain, peripheral swelling, pruritus, rash, skin irritation, vaginal discharge, vaginal haemorrhage, vaginal infection, weight increased, the first episode of arthralgia and the second episode of arthralgia to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: confirming full occlusion. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("abnormally severe pain/pelvic pain"), atrial fibrillation ("blood or heart disorder/condition type: atrial fibrillation"), uterine haemorrhage ("abnormal uterine bleeding") and genital haemorrhage ("abnormal bleeding (general)") in a 38-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included abortion. Concurrent conditions included adenomyosis, dysfunctional uterine bleeding, blood in urine, burning micturition, fever and hip replacement since 17-oct-2013. Concomitant products included cyclobenzaprine hydrochloride (flexeril) from 2007 to 2013, hydrocortisone (hydrocodon hydrochlorid ksa) since 2013, naproxen since 2007, oxycodone hydrochloride from 2015 to 2017, oxycodone/apap (oxycodone w/paracetamol) since 2013, phentermine since 15-jan-2018, sennoside a+b (senna) since 2007 and tramadol hydrochloride since 2008. On (B)(6) 2007, the patient had essure (ess205) inserted. On the same day, the patient experienced migraine ("migraine headaches"), weight increased ("weight gain"), mood swings ("mood swings"), headache ("headaches"), flatulence ("gas pains"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), tooth disorder ("dental problems") and urinary tract infection ("uti's"). On (B)(6) 2013, the patient experienced atrial fibrillation (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), breast pain ("mastalgia"), alopecia ("hair loss"), dysgeusia ("metallic taste in mouth"), the first episode of arthralgia ("hip pain"), the second episode of arthralgia ("joint pain"), pain ("body aches"), vaginal infection ("vaginal infection") with vaginal discharge, depression ("depression"), peripheral swelling ("swelling of feet"), vaginal haemorrhage ("excessive bleeding"), acne ("acne"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), fungal skin infection ("infection (other) describe: yeast") with skin irritation, anxiety ("inpsychological or psychiatric problems condition: anxiety"), endometriosis ("reproductive system disorder or condition type of disorder or condition: endometriosis") with menorrhagia, abdominal pain lower, back pain, abdominal distension, fatigue, dyspareunia, constipation and dysmenorrhoea, allergy to metals ("nickel allergy") with rash and pruritus, blindness ("vision/eye problems type: loss of vision") and arthritis ("other injury(ies) or complication(s) please describe: arthritis"). The patient was treated with amfepramone hydrochloride (diethylpropion), selenium sulfide, ibuprofen (advil), tranexamic acid, clobetasol, cortisone and surgery (bilateral salpingectomy and dilation and curettage,laparoscopic hysterectomy with left oophorectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, breast pain, migraine, alopecia, dysgeusia, the last episode of arthralgia, pain, vaginal infection, weight increased, mood swings, depression, peripheral swelling, vaginal haemorrhage and acne had resolved and the atrial fibrillation, uterine haemorrhage, genital haemorrhage, headache, flatulence, female sexual dysfunction, fungal skin infection, anxiety, bladder disorder, urinary tract disorder, endometriosis, tooth disorder, allergy to metals, blindness, arthritis and urinary tract infection outcome was unknown. The reporter considered acne, allergy to metals, alopecia, anxiety, arthritis, atrial fibrillation, bladder disorder, blindness, breast pain, depression, dysgeusia, endometriosis, female sexual dysfunction, flatulence, fungal skin infection, genital haemorrhage, headache, migraine, mood swings, pain, pelvic pain, peripheral swelling, tooth disorder, urinary tract disorder, urinary tract infection, uterine haemorrhage, vaginal haemorrhage, vaginal infection, weight increased, the first episode of arthralgia and the second episode of arthralgia to be related to essure (ess205). The reporter commented: insertion details: procedure: essure sterilization. Procedure was performed and patient tolerated procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 72.562 kgs. Hysterosalpingogram - on 2-aug-2007: confirming full occlusion current weight 202.00 lbs. Approximate weight at the time of essure placement 160.00 lbs. Concerning the injuries reported in this case, the following one was reported via patient medical records: abnormal uterine bleeding( confirming genital bleeding) most recent follow-up information incorporated above includes: on 27-feb-2018: pfs+mr received: new events: flatulence, female sexual dysfunction, fungal infection, anxiety, bladder disorder, headache, endometriosis, atrial fibrillation, tooth disorder, allergy to metals, dysmenorrhoea, blindness, arthritis were added. Reporter, patient demographic information, other relevant history, product stop date, concomitant medication updated. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("abnormally severe pain/pelvic pain"), atrial fibrillation ("blood or heart disorder/condition type: atrial fibrillation"), uterine haemorrhage ("abnormal uterine bleeding") and genital haemorrhage ("abnormal bleeding (general)") in a 38-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included abortion. Concurrent conditions included adenomyosis, dysfunctional uterine bleeding, blood in urine, burning micturition, fever and hip replacement since (B)(6) 2013. Concomitant products included cyclobenzaprine hydrochloride (flexeril) from 2007 to 2013, hydrocortisone (hydrocodon hydrochlorid ksa) since 2013, naproxen since 2007, oxycodone hydrochloride from 2015 to 2017, oxycodone/apap (oxycodone w/paracetamol) since 2013, phentermine since (B)(6) 2018, sennoside a+b (senna) since 2007 and tramadol hydrochloride since 2008. On (B)(6) 2007, the patient had essure (ess205) inserted. On the same day, the patient experienced genital haemorrhage (seriousness criterion medically significant), migraine ("migraine headaches"), weight increased ("weight gain"), mood swings ("mood swings"), vaginal haemorrhage ("excessive bleeding/ vaginal bleeding"), headache ("headaches"), the first episode of flatulence ("gas pains"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), tooth disorder ("dental problems"), urinary tract infection ("uti's") and abdominal pain upper ("stomach pain"). On (B)(6) 2013, the patient experienced atrial fibrillation (seriousness criterion medically significant). On (B)(6) 2015, the patient underwent bunion operation ("bunionectomy"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), breast pain ("mastalgia"), alopecia ("hair loss"), dysgeusia ("metallic taste in mouth"), the first episode of arthralgia ("hip pain"), the second episode of arthralgia ("joint pain"), pain ("body aches"), vaginal infection ("vaginal infection") with vaginal discharge, depression ("depression"), peripheral swelling ("swelling of feet"), acne ("acne"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), fungal skin infection ("infection (other) describe: yeast") with skin irritation, anxiety ("in psychological or psychiatric problems condition: anxiety"), endometriosis ("reproductive system disorder or condition type of disorder or condition: endometriosis") with menorrhagia, abdominal pain lower, back pain, abdominal distension, fatigue, dyspareunia, constipation and dysmenorrhoea, allergy to metals ("nickel allergy") with rash and pruritus, blindness ("vision/eye problems type: loss of vision"), arthritis ("other injury(ies) or complication(s) please describe: arthritis"), pain in extremity ("foot pain") and the second episode of flatulence ("gas"). The patient was treated with amfepramone hydrochloride (diethylpropion), selenium sulfide, ibuprofen (advil), tranexamic acid, clobetasol, cortisone, surgery (bilateral salpingectomy and dilation and curettage,laparoscopic hysterectomy with left oophorectomy) and physical therapy (hip replaced). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, breast pain, migraine, alopecia, dysgeusia, the last episode of arthralgia, pain, vaginal infection, weight increased, mood swings, depression, peripheral swelling, vaginal haemorrhage and acne had resolved, the atrial fibrillation, uterine haemorrhage, headache, female sexual dysfunction, fungal skin infection, anxiety, bladder disorder, urinary tract disorder, endometriosis, tooth disorder, allergy to metals, blindness, arthritis, urinary tract infection, pain in extremity, abdominal pain upper and bunion operation outcome was unknown and the last episode of flatulence was resolving. The reporter considered abdominal pain upper, acne, allergy to metals, alopecia, anxiety, arthritis, atrial fibrillation, bladder disorder, blindness, breast pain, bunion operation, depression, dysgeusia, endometriosis, female sexual dysfunction, fungal skin infection, genital haemorrhage, headache, migraine, mood swings, pain, pain in extremity, pelvic pain, peripheral swelling, tooth disorder, urinary tract disorder, urinary tract infection, uterine haemorrhage, vaginal haemorrhage, vaginal infection, weight increased, the first episode of arthralgia, the first episode of flatulence, the second episode of arthralgia and the second episode of flatulence to be related to essure (ess205). The reporter commented: insertion details: procedure: essure sterilization. Procedure was performed and patient tolerated procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 72.562 kgs. Hysterosalpingogram - on (B)(6) 2007: confirming full occlusion current weight 202.00 lbs. Approximate weight at the time of essure placement 160.00 lbs concerning the injuries reported in this case, the following one was reported via patient medical records: abnormal uterine bleeding( confirming genital bleeding) most recent follow-up information incorporated above includes: on 29-may-2018: pfs received. Events added: foot pain, stomach pain, bunionectomy and gas. Outcome f some events updated. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.